Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 230 mg/dl after a dexcom sensor issue that led to a replacement, during which the ilet showed glucose in the 200s for about an hour while insulin was being delivered. Symptoms included elevated blood glucose without reports of ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included review of device-reported glucose and insulin delivery data and user interview. Investigation of this case revealed that the device continued insulin delivery and the glucose level decreased to 164 mg/dl after the sensor issue was addressed, with no device alarms or malfunctions reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.